Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer alleges that the backrest frame is broken. He alleges that the bottom of the right back cane has broken completely in half. He is not sure if someone was in the chair at the time and has no further info.